Event description:
The customer reported that the customer experienced low blood glucose down to 38 mg/dl. It was stated that the customer treated with food and adjusted the insulin pump settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).